Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. This event occurred on the chinese market on a significantly similar device to "base unit, rotaflow", which is sold in the us. For d4 unique identifier (UDI)#, primary di number has been used for base unit, rotaflow with catalog number: 701046405. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console after the unit was turned on during the pre-charging before use. The control board has been replaced, but the issue still exists. No harm to any person has been reported. Due to the information that the ¿head error¿ occurred and the reported ¿head error¿ could lead to a pump stop during use, a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿head error¿ occurred on the rotaflow console after the unit was turned on during the pre-charging before use. No harm to any person has been reported. The reported ¿head error¿ could lead to a pump stop during use, therefore a report is required. The affected rotaflow console with s/n (B)(6) was investigated by a getinge field service technician. The technician could confirm the reported failure and the rfc control board kit (article number 701034051) has therefore been replaced. The rotaflow console is working as intended after the replacement. The rotaflow drive (rfd) with s/n (B)(6) was sent back to manufacturer for repair. During the investigation by the getinge service department on 2025-03-11 the reported "head error" could be reproduced. Thus, the drive has been sent to the supplier emtec for repair. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result, the rota flow drive and / or the control board has to be replaced. Based on these investigation results the reported "head error" could be confirmed. Rotaflow conosle: the device was manufactured on 2023-04-26. The device history record (DHR) of the rotaflow was reviewed on 2025-01-21. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. Rotaflow drive: the device was manufactured on 2023-04-26. The device history record (DHR) of the rotaflow was reviewed on 2025-03-18. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise, the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.